Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
It was reported the customer received a sensor error alarm. The customer also reported experiencing a high blood glucose of over 600 mg/dl. Customer stated they had given themselves a lot of insulin, but their blood glucose was still high. Advised the customer the alarm could be caused by a bent or damaged sensor. The customer was advised their sensor will be replaced. No additional information provided.